Event description:
It was reported to medtronic neurosurgery that the device was clogged after the surgery, so it was explanted.

Manufacturer narrative:
The catheter passed the leak check and was patent. Therefore, the conditions of this complaint could not be confirmed by laboratory personnel. As only 32.2 cm of catheter was returned, it is unk if occlusion was present in the segment of catheter that was not returned. The instructions for use that accompany the device note that the system may become internally occluded due to tissue fragment, blood clots, tumor cell aggregates, bacterial colonization, or other debris. A review of the mfg records showed no anomalies. No injury to the pt was reported.